Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter (st). The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that at 20:20 hour on (B)(6), the patient began to receive radiofrequency catheter ablation (rfa) for ventricular premature beats. The femoral vein was punctured, and the st catheter was inserted. When the st catheter was sent to the right atrium, the signal interference occurred. The map12 signal was disordered and could not be recognized. During this period, the interference removal method was used. The st cable was replaced; however, the problem was not resolved. The equipment had to be restarted. After re-entry, the st catheter potential still could not be displayed normally, sometimes with signals, sometimes with abnormal signals in a straight state, signals on body surface were normal, during which the patient had no abnormal conditions. The st catheter could be modeled/punctured normally. Next, the st catheter was used for modeling. The right ventricular outflow tract was constructed. The electrical signal still showed abnormality. The pacing st catheter could only be used to identify the similarity of premature beats. At about 20:40 hour, ablation was performed at the position of free wall of right ventricular outflow tract. The patient had no discomfort. At about 21:02 hour, after 7 sites' ablation, the patient had respiratory distress, dizziness, nausea, decreased blood pressure and other symptoms. The operator considered that the patient had cardiac tamponade and performed pericardiocentesis for rescue (without thoracotomy). A large amount of pericardial effusion was withdrawn during this period. At about 1:00 am on (B)(6), the end of rescue was announced. The patient's condition was stable. The patient had no prior radiofrequency (rf) ablation and no surgical history. The ECG issue is not MDR reportable. The risk to the patient is low. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30967144m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. Manufacturer's reference number: (B)(4).